Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon confirming there were two patients involved on the same date, with the same system. Patient information will not be available.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received from the surgeon. The event took place during the phacoemulsification phase of a cataract extraction procedure. The patients intraocular pressure rose increasing the depth of the anterior chamber. The patient experienced pain. The case was completed using an alternate system. The patients symptoms have resolved without treatment.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 10, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure there was too much pressure in the eye. Additional information has been requested, but none has been received to date.